Event description:
It was reported by the o.r. That they were getting the "change hand piece error" when attempting to use their hand pieces with reprocessed devices by ascent. There was no patient consequence, but no further information concerning either the patient or the case. No device will be returned for analysis.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. No device returned for analysis, but the handpiece is a limited life reuseable which was manufactured in july, 2011. The handpiece may be and end of useful life.